Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 10 months. The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on an unspecified date, the patient's pump was alarming for low flow, which led to thrombus. The patient's pump was disconnected and "capped off" but was not explanted. It was reported that the pump had most likely clotted off. Specific information regarding the events that led up to the reported thrombus, including patient signs and symptoms, was not provided. It was reported that the patient's anticoagulation regimen had included coumadin and aspirin. The patient's inr goal was 2-3, and the inr at the time of the event was 1.6. The patient was being bridged with lovenox. Log files are not available for evaluation and no other information was provided.